Manufacturer narrative:
The field service engineer (fse) observed the substrate tube fitting, to the black assembly, was loose and leaking fluid. The fse tightened the fitting and primed the substrate to resolve the fluid leak issue. Quality control (qc) was performed to verify system operation. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported the instrument was using more substrate than normal involving the access 2 immunoassay system. The customer had recently moved the instrument. During troubleshooting, the customer discovered a puddle of substrate solution under the instrument, near the tubing connection. The laboratory has a policy for spill cleanup in place. The customer discontinued use of the instrument and requested service. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.